Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that the sc60a device was received in good visual condition and with an ecr60d reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Event could not be confirmed as the device opened and closed without any difficulties noted. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, the device was used for the right lower lobe. The target tissue was expected to be resected by firing twice. The first firing was completed without any difficulties. After the second firing, the knife did not return to the home position completely and the jaw did not open. Although the firing trigger was grasped several times and the manual knife reverse switch was used, the force of grasping the firing trigger was higher and the firing trigger could not be grasped. Therefore, the target tissue was pulled out from the jaw forcibly and additional suture was performed. The deployed staples were formed proper b-form shaped. Reinforcement material was not used. There were no adverse consequences for the patient.